Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 455 mg/dl. The customer had treated with boluses from the insulin pump but the blood glucose did not come down. The customer discovered that he did not complete the bolus process and that it was the reason for the boluses not delivering and the blood glucose running high. The drive support cap appeared normal and recessed. The customer declined further troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.